Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a scheduled follow-up, noise on the right ventricular lead was observed. Upon interrogation, high ventricular rate episodes in (B)(6) 2016 which appeared to be caused by intermittent rv lead noise were noted. The episodes were not occurring regularly. Programming changes were made. All other lead measurements were stable and in-range. Lead will continue to be monitored. The patient was stable throughout the device interrogation.